Event description:
It was reported that during a laparoscopic supra cervical hysterectomy procedure, after firing the device, when the surgeon took his hand off handle the device continued to spit out clips. They opened a second one with the same lot to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 04/27/2009. Dropping or ejected clip. Evaluation summary: the analysis showed that the er420 was returned in good visual condition. The instrument was cycled and ejected ten of the remaining fourteen clips. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.